Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was a diabetic low blood glucose incident. The caller stated that the customer had diabetes complications ¿ the customer had a low blood glucose incident while in the shower. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death, as it had been disconnected by the customer shortly before getting into the shower and passing. The next of kin was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The information provided with the initial report was reported incorrectly, this report was created in error. This event has been reported under case-(B)(4).